Manufacturer narrative:
(B)(4).

Event description:
It was reported that this right atrial (ra) lead exhibited high out of range pacing impedances measuring greater than 2000 ohms. Subsequently this ra lead was surgically abandoned and replaced. No additional adverse patient effects were reported.